Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2012, 4965 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was non capture at high outputs on the right ventricular (rv) lead. The lead was capped and replaced. Nopatient complications have been reported as a result of this event.